Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in muenchen, germany. Through follow-up communication livanova learned that the customer tested the involved unit with the setting of fio2 at 0,6 and found a flow instability of +/- 0,7 liters per minute. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that o2 output flow of a s5 gas blender system was not stable during procedure. The customer switched it with another one. There was no patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, air mass flow sensor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2010. Root cause of the reported issue could be traced back to a defective air measurement bridge.

Event description:
See initial report.